Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date, this patient was implanted with a stent graft (unknown manufacturer) to repair a thoracic aortic aneurysm. After the implantation on an unknown date, a type I endoleak was identified. On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses and a bare metal stent (manufacturer unknown) proximal to the tag® devices to repair the type I endoleak. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up examination showed no adverse event. The diameter of the aneurysm was measured 67 mm. The patient was discharged the same day. On (B)(6) 2010, six month follow-up examination showed shrinkage of the aneurysm to 63 mm. However, on (B)(6) 2011, one year follow-up examination revealed aneurysm enlargement to 72mm. The physician elected to monitor the patient. Subsequent follow-up examinations showed that the diameter of the aneurysm remained at 72 mm, however, on (B)(6)2013, it was reported that the patient expired due to aneurysm rupture.